Manufacturer narrative:
The device alarmed no motor movement during rewind due to a jammed gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to motor anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement alarm. The customer¿s blood glucose level was 239 mg/dl. The customer stated that customer reported that they were able to clear the alarm. Customer stated that they were not able to rewind the insulin pump. The troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.